Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was <1 miu/ml with a data flag and was reported outside the laboratory. The physician questioned the result and the sample was repeated with a result of 35 miu/ml. The repeat result was believed to be correct. Based on the initial result, surgery for ectopic pregnancy was delayed. The ectopic growth was then removed and the patient was stable. No adverse event was reported. The reagent lot number was 21015105 with an expiration date of 05/31/2018. The customer inspected the sample in question and found no there was no foam on the sample surface and stated that the sample appeared normal. The field service representative flushed the reagent probe and ran performance testing which was successful. Upon further investigation, a specific root cause could not be determined. The customer was not using the recommended sample tube rack adapters which keep the sample tubes from leaning. This possibly caused a sample pipetting issue.